Manufacturer narrative:
The device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the most proximal stent wraps with struts bunched and raised. There was slight deformation to the distal tip. Cine images provided for review capture the lesion site in the rca. The attempted delivery of the resolute integrity 2.75x22mm stent is not evident from the images provided, therefore the root cause of the reported stent deformation cannot be confirmed from the procedural images. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion in the right coronary artery. The lesion was reported to be mildly calcified with 95% stenosis with no tortuosity. No damage was noted to packaging and no issues were noted when removing the devices from the tray/hoop. The device was inspected with no issues identified. Negative prep was also performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent, resistance was encountered when advancing the device and no excessive force was used during delivery. It was reported that the stent could not pass through the lesion. Stent strut damage occurred. The stent was removed and replaced with a new stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.